Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating properly; it was shown in disconnect mode. A field service engineer confirmed that the hardware was successfully on the network and on remote support service, and the disconnect mode logo disappeared. The station was rebooted, and the hardware remained online. The site¿s issue was resolved. The hardware was tested through the application. While onsite, the top panel was inspected, the bio metric identifier was tested, and the barcode scanner was tested. All hardware performed successfully, and testing through the application confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicating. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.